Manufacturer narrative:
A4-a6: unk manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit a replacement lens was implanted. The problem was resolved. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: g2. Report source: "foreign" should be removed from initial report. Claim is within the us. H6 health effect- impact code (f)- "4627" should be removed and "4629" should be added, previous code not applicable. (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid, inside a vial. Visual inspection found a haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: a1 patient identifier "(B)(6)" should be removed "(B)(6)" should be added. H6 health effect- clinical code (e)- "4581" should be removed and 4582" should be added. (B)(4).